Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the caller was unable to adjust stimulation. The "call your doctor" icon was displayed. A power on reset (por) condition was also reported. The por was cleared and the patient was able to communicate with her stimulator and could feel stimulation.